Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx stent was implanted into the cx. Approx three months post index procedure, the patient died. The investigator assessed the event as probably related to the index device and anti-platelet medication.

Manufacturer narrative:
Cec adjudicated the event as cardiac death of unknown cause. If information is provided in the future, a supplemental report will be issued.